Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia with a blood glucose value of 454 mg/dl at the time of the call. The customer was treated with an insulin pump and manual injection. Troubleshooting was performed and it was unknown that the insulin pump was used within 48 hours. It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.